Event description:
It was reported the coil broke off inside the catheter. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and confirmed the implant coil had detached, but the evaluation could not determine the cause of the event. (B)(4).